Event description:
Per the clinic, the patient was a non user for many years, receiving no benefit from the device and has poor device performance since activation. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.